Manufacturer narrative:
Additional information indicates the ipg provided 24 hours of therapy between charging which meets or exceeds the device requirements. This event is no longer reportable.

Event description:
Additional information indicates the ipg provided 24 hours of therapy between charging which meets or exceeds the device requirements.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient was experiencing some difficulty recharging their ipg. As a result, surgical intervention was undertaken approximately 2 years ago to explant and replace the ipg. Issue resolved.